Manufacturer narrative:
The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number was esu99. The expiration date was not provided. On (B)(6) 2026, instrument and precision checks were acceptable. On (B)(6) 2026, the alarm trace was reviewed, and no abnormal aspiration or sample clot alarms were observed. The rinse unit was checked, and no issues were identified. The electrodes, pinch valve tubing, sipper, and sample probe were checked with no issues. An instrument check showed issues. The na and reference electrodes were replaced, and reagent primes were completed. The instrument check, calibration, qc, and precision tests were all acceptable. The patient samples from (B)(6) 2026 were repeated on the c501 module in question, and the results were acceptable. Refer to the attached data for these results. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 11 patient samples tested for sodium (na) on a cobas 6000 c501 module. Refer to the attached data for the patient results.